Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted in order to treat uterine prolapse, stress incontinence, and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced recurrence. It was reported that the patient underwent mesh removal and replacement on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a hysterectomy; intraperitoneal colpopexy; cystoscopy, and posterior repair during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04012. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 11/01/2006 and mesh was implanted in order to treat uterine prolapse, stress urinary incontinence, and intrinsic sphincter deficiency; concurrently with hysterectomy, intraperitoneal colpopexy, cystoscopy and posterior repair. The patient experienced pain, recurrence , erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was also reported that following insertion the patient experienced chronic pelvic and vaginal pain, severe urinary and vaginal infections, urine leakage, and lower abdominal inflammation. It was reported that the patient underwent placement of another mesh on (B)(6) 2007. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. No additional information is provided at this time. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and a sling was implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04012. The same patient is represented in each medwatch.